Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported during implant, the helix of the lead would not fully deploy. The lead took over forty turns to deploy upon testing outside the body. The lead was not used and a new one implanted. There were no patient complications reported as a result of this event.